Event description:
It was reported that a cadd® cadd-legacy® pca pump stopped working. The pump will not turn on. Changed batteries, but the pump still won't turn on. No adverse event experienced during this malfunction.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "due to central line infection, one of patient's cadd legacy pump also stopped working". The customer's reported problem was verified and repaired. Replaced mp board. Replaced cracked front and rear housings. Replaced keypad and overlay as part of the repair process. Calibrated device and reinstalled software.